Event description:
It was reported that the right atrial lead had no capture and a history of high thresholds. The lead was capped and replaced. It was also reported that during the replacement, it difficult to get venous access and a good location due to patient anatomy. A different lead was attempted; however, that lead was too large for the patient. The lead was not implanted and the first attempted lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.